Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure the mobile view station (mvs) of the imaging system would not boot up and was not receiving power. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.